Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify low battery life due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated for the last couple of weeks, he had been having issues with the pump. The customer stated that the batteries last a couple of days and the screen will turn blank. The customer stated that he did not receive a low battery alarm. The customer stated that the screen goes blank when he puts in a new battery. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that the pump passed self-test. The customer was advised to monitor the pump.